Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Contact office phone number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent posterior lumbar laminectomy with bilateral foraminotomies at l4-5 and l5-s1, posterior lumbar instrumentation at l4-5 and l5-s1, posterior lumbar fusion at l4-5 and l5-s1, posterior lumbar interbody fusion at l4-5 and l5-s1 using interbody spacers and rhbmp-2/acs. On (B)(6)-2010: patient was found to have a post operative seroma. (B)(6)-2011: patient was found to have posterior bony osteophyte formation with foraminal encroachment by bony osteophyte. On (B)(6)-2011: it was reported that patient underwent implantation of spinal cord stimulator. On (B)(6)-2011: diagnosed with impotence since operation on (B)(6)-2010. On (B)(6)-2012: patient diagnosed with herniated disc above fusion. It was reported that patient suffers from numbness/tingling in extremities, chronic pain, aching/throbbing/radiating pain in buttock /leg, paraesthesia in lower extremities. Patient cannot stand without a walker, suffers from loss of balance, and can't drive because legs shake uncontrollably. Patient suffered falls on (B)(6)-2012. Patient has muscle spasms and erectile dysfunction, has not had an erection since surgery on (B)(6)-2010. Patient suffers from stabbing pain in low back that runs down both legs, postlaminectomy syndrome in lumbar region. Patient has undergone several epidural steroid injections to treat pain. Update 27 mar 2014 patient demographics: (B)(6) ethnicity: african american history/comorbidities: smoker- 4 cigs a day; marijuana use; lumbar degenerative disc disease; acid reflux; poor circulation accidents: work related injury (B)(6) 2009 surgeries: multiple epidermal injections allergies: none known intolerant to naprosyn on (B)(6) 2010 the patient presented back pain and bilateral leg pain with the preoperative diagnosis of lumbar disk herniation l4-l5, l5-s1; lumbar stenosis l4-l5, l5-s1; and lumbar degenerative disk disease l4-l5, and l5-s1. The patient underwent surgery which consisted of a posterior lumbar laminectomy with bilateral foraminotomies at l4-5, l5-s1; posterior instrumentation l4-l5, l5-s1; posterior lumbar interbody fusion l4-5, l5-s1; placement of machined interbody spacers x2; and autologous bone. Per the operative report" .. At this point autologous bone infuses was then packed in the interbody spacer. This was followed by placement of the of a 9mm machined interbody spacer at the l4-l5 level...we turned our attention to the right-hand side.. The interspace and autologous bone graft and infuse packed in and followed by placement of the machined interbody spacer. At this point the decompression was complete.." No patient complications were reported. On (B)(6) 2010 a post op lumbar spine MRI showed postoperative changes from l4 through s1 with well-maintained alignment a radiopaque metallic bullet fragment overlying the right side of t12. No evidence of complication. On (B)(6) 2010 the patient presented with back pain and underwent a lumbar spine MRI which showed post-surgical changes and non-specific fluid collection posterior to the spinal canal at the l4-5 level. On (B)(6) 2010 the patient complained of increasing back pain with intermittent symptoms into bilateral legs and sleep difficulties due to pain. The patient participated in multiple encounters for trigger point injections from (B)(6) 2010 to (B)(6) 2012 for pain management - back and bilateral leg; numbness and weakness both legs. Also within this time was a trial spinal cord stimulator. On (B)(6) 2010 the patient presented with postoperative pain; improved leg pain; tender right/left paraspinal muscles; and range of motion decreased secondary to pain. On (B)(6) 2010 the patient felt disabled and complained that physical therapy was causing increased back pain. The patient also complained of intermittent symptoms into bilateral legs - typically down the posterior thigh and was tender around the right/left paraspinal muscles. The patent was still utilizing a lumbar corset and rolling walker. A 2 view lumbar spine x-ray was reviewed and showed bone and graft hardware in good position and scant posterolateral bone mass. On (B)(6) 2010 the patient presented pain and underwent a MRI of the lumbar spine which demonstrated post-surgical changes at the lower lumbar levels and non-specific fluid collection posterior to the spinal canal at the l4-5 level. There was moderate bilateral facet joint arthrosis at l4-5 and l5-s1 and moderate bilateral neuroforaminal narrowing at the lower lumbar levels. On (B)(6) 2010 the patient felt disabled and complained that physical therapy was causing increased back pain. The patient also complained of intermittent symptoms into bilateral legs - typically down the posterior thigh and was tender around the right/left paraspinal muscles. The patent was still utilizing a lumbar corset and rolling walker. Lumbar MRI images were reviewed which showed no obvious neural compression; artifact consistent with pedicle screws; and a postoperative seroma; and no evidence of solid fusion. On (B)(6) 2010 the patient presented with pain and underwent a bilateral te-edi study. On (B)(6) 2010 the patient had obtained a bone stimulator and presented no improvement in pain. A 2 view lumbar spine x-ray was reviewed and showed hardware in good position; scant lateral gutter bone; stable interbody grafts; and no significant change. On (B)(6) 2010 the patient presented with the diagnosis of neuritis; laminectomy syndrome; displacement of disc without myelopathy; lumbago; and sacroiliitis. On (B)(6) 2011, 6 months post op, the patient complained back and right greater than left leg pain and was still using the rolling walker. The patient also complained that they have had impotence since the surgery. A 2 view lumbar spine x-ray was reviewed which demonstrated hardware was in good position; scant lateral gutter bone; interbody grafts stable; and good consolidation. The doctor wrote the assessment as lumbar ddd; lumbar herniated/bulging disc/ and post laminectomy syndrome. On (B)(6) 2011 the patient presented with pain and underwent a myelogram which demonstrated post- surgical changes l4 though s1; small ventral extradural defect which may have represented disc bulges (l1-2, l4-5, and l5-s1) and no definite nerve root encroachment. A lumbar spine CT -post myelogram showed post-surgical changes lower lumbar spine with a small central disc l1-2 and more prominent disc bulges centrally at l4-5 and l5-s1 causing some canal deformity with foraminal encroachment primarily by bony osteophyte at the inferior foraminal levels. On (B)(6) 2011 the patient complained of back and right greater than left leg pain and impotence. The patient was still utilizing a rolling walker. A lumbar CT myelogram was reviewed which showed obvious neural compression; successful fusion and decompression; and visualization of cortical ingrowth in the interbody space. Per the doctor's notes imaging studies failed to identify the source of the patient's pain and was unable to explain why the patient would have postsurgical impotence. On (B)(6) 2011 the patient complained of back pain with radiation down the lateral aspect of each leg and numbness over the anterior aspect of each shin. The patient also complained of depression associated with pain and erectile dysfunction. The patient was positive for blood in stools and is at risk for loss of balance. On (B)(6) 2011 the patient complained of severe back pain and erectile dysfunction. On (B)(6) 2012 the patient presented with frustration over imitation regarding his spine. He complained of severe pain and sexual dysfunction and depression secondary to pain. From (B)(6) 2011 through 2012 the patient presented with pain and participated in multiple physical therapy sessions. From (B)(6) 2011 through (B)(6) 2012 the patient presented pain and diagnosis of pain disorder associated with psychological factors and general medical condition and depressive disorder and participated in multiple therapy appointments. On (B)(6) 2012 in a doctor's note the patient reported limited functionality, the inability to sit for long periods, difficulty walking (use of walker), depression, and erectile dysfunction. On (B)(6) 2012 the patient participated in a functional capacity test which suggested that the patient was able to function at less than sedentary capacity. A note was made that the patient had reached maximum medical improvement and would need long term medication management and was at an estimated 28% whole person impairment. The patient was still reporting erectile dysfunction and has depression and anxiety secondary to pain. On (B)(6) 2012 the patient presented with back pain and secondary issues of depression and erectile dysfunction. On (B)(6)2012 the patient presented in ER with severe pain in neck and back and reported having slipped and fallen -hitting back and neck. A 3 view lumbar spine x-ray was taken which showed post- surgical changes l4-s1 with screws in place and bony alignment normal. Radiopaque metallic bullet fragment overlying the right side of t12. No acute bone injuries. Degenerative changes most pronounced at l5-s1 but also seen l4-5 and l1-2. On (B)(6) 2012 the patient presented with back pain and muscle spasm and right lateral neck pain that began several weeks prior after a fall. Per the doctor's notes: clinical findings suggested sacroiliac mediated back pain; neuritis; displacement disc; and lumbago.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010: it was reported that patient underwent posterior lumbar laminectomy with bilateral foraminotomies at l4-5 and l5-s1, posterior lumbar instrumentation at l4-5 and l5-s1, posterior lumbar fusion at l4-5 and l5-s1, posterior lumbar interbody fusion at l4-5 and l5-s1 using interbody spacers and rhbmp-2/acs. On (B)(6) 2010: patient was found to have a post operative seroma. On (B)(6) 2011: patient was found to have posterior bony osteophyte formation with foraminal encroachment by bony osteophyte. On (B)(6) 2011: it was reported that patient underwent implantation of spinal cord stimulator. On (B)(6) 2011: diagnosed with impotence since operation on (B)(6) 2010. On (B)(6) 2012: patient diagnosed with herniated disc above fusion. It was reported that patient suffers from numbness/tingling in extremities, chronic pain, aching/throbbing/radiating pain in buttock /leg, paraesthesia in lower extremities. Patient cannot stand without a walker, suffers from loss of balance, and can't drive because legs shake uncontrollably. Patient suffered falls on (B)(6) 2012. Patient has muscle spasms and erectile dysfunction, has not had an erection since surgery on (B)(6) 2010. Patient suffers from stabbing pain in low back that runs down both legs, postlaminectomy syndrome in lumbar region. Patient has undergone several epidural steroid injections to treat pain.